Event description:
It was reported the pt's ipg is inoperable and unable to communicate with external devices. The pt cannot remember the last time the ipg was recharged. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model which resolved the patient's issue.

Manufacturer narrative:
Results: the reported field observation that the ipg could not communicate was confirmed. As returned, the ipg would not communicate due to a depleted battery; therefore, stimulation would not be possible. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. It was reported that the patient had not recharged the ipg for some time. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.